Event description:
The AED unit that was attached to the patient was changed from AED mode to the manual mode so that we could manually interpret the rhythm and decide when defibrillation was appropriate. The unit was placed on the bed, when placed in the manual mode, this unit failed to show the cardiac rhythm intermittently. It would simply show a flat dotted line (different than the flat line that represents asystole). We changed the set of pads that was attached to the patient and had the same issue. A staff member retrieved a second AED unit and we continued to have the same issue with the second unit. A pattern began to emerge where we were able to visualize electrical activity during chest compressions (large upward deflections with each chest compression), but when compressions were paused to interpret a rhythm the machine showed the same meaningless, flat, dotted line. This occurred for several cycles in a row in spite of changing to a third set of pads, resetting the machines, and checking the connections multiple times (by several different individuals). A third AED unit was obtained and though it had intermittent issues as well, it did allow us to sporadically interpret a rhythm when compressions were stopped. The cardiac rhythm over the next two cycles showed fine ventricular fibrillation and ventricular tachycardia respectively, both shockable rhythms, whereas we had been treating the patient as a pea/asystole rhythm because these were the last observed rhythms before the aeds interrupted out ability to run the code in an appropriate manner. These issues significantly impacted the code team's ability to care for our patient.